Event description:
The initial reporter received questionable gen.2 ise indirect for na results from 3 patients on a cobas 8000 cobas ise module. On (B)(6) 2022, the initial na result for patient 1 was 120 mmol/l. The customer reran the sample because the initial result was critical. The repeat result was 128 mmol/l. On (B)(6) 2022, the initial na result for patient 2 was 123 mmol/l. The customer reran the sample because the initial result was critical. The repeat result was 129 mmol/l. The initial results were not reported outside of the laboratory. The repeat results were deemed correct. On (B)(6) 2022, the initial na result for patient 3 was 143 mmol/l. The repeat result was 149 mmol/l. Both results were reported outside of the laboratory. The repeat result was deemed correct. On (B)(6) 2022, the initial na result for patient 4 was 133 mmol/l. The repeat result was 139 mmol/l. The initial result was not reported outside of the laboratory. It is unknown which result was deemed correct. The electrode serial numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The alarm trace contained multiple abnormal aspiration, short sample, and ise noise alarms on the date of the event near the time one of the affected samples was processed. On (B)(6) 2022, a calibration was performed that contained an alarm code. It was repeated successfully with no alarms. The field service engineer (fse) found that syringe seals had degraded and the reagent straws were not touching the bottom of the reagent bottles. The syringe seals were replaced, the reagent straws were adjusted, the vacuum nozzle was replaced, and the vacuum system was checked. The ise and reference solutions were also changed. Ise calibration, qc, and a precision check were performed successfully. The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
The field service engineer returned to the customer site and found that the ise vessel was not being cleared by the vacuum. The vacuum valves were replaced. The fse performed diagnostic checks and the customer ran qc and calibration successfully. No further issues were reported by the customer after the service visit.